Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 0 with no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer reported a malfunction on a pump while completing the software update. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup. While technical support arranged shipment of new replacement pump.